Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however, medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation of the ivc and limb detachment. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900j vena cava filter allegedly experienced a detached component and perforation. This report was received from one sources. One patient was involved with no reported patient injury. The female patient is 41 year old and weighs 75 kgs.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the detached component and patient-device interaction problem, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model dl900j filter allegedly experienced a detached component and patient-device interaction problems. This report was received from one sources. The device was used inside the patient. The status of the patient is unknown. The patient for this one reported event was a (B)(6) year-old female, of an unknown weight.